Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 11 conforming clips; however, the clips were fed intermittently. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the experienced feeding issue. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon encountered heavy bleeding from the cystic artery and claimed the device caused the artery to tear. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did jaw of device cut artery or did clip cut artery? If clip cut artery, what was shape of clip that cut artery (for example, was it a malformed clip or a scissored clip that cut artery)? How heavy was the bleeding (please quantify the amount of bleeding, in cc's, that occurred)? Were any blood products given? How was bleeding controlled? Was bleeding controlled during this same procedure? Was there any change to procedure or post-op patient care?